Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they had replaced a sensor and checked the pump tubing prior to calling the ccc. During troubleshooting, the ccc specialist accessed the instrument remotely and verified that fluids were full and aligned the integrated multisensor technology (imt) probe and module. Quality controls were then run and level 1 was out of range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse discovered a leaking rotary valve and replaced it, cleaned salt deposits, bleached the system, replaced standard a solution, rebuilt the lower part of the imt assembly, replaced solenoid valves, and replaced the diaphragm pump and pump tubing. The cse verified the instrument was operational by running a diluent check, a quick check, and qc, all of which were acceptable. Ten patient comparisons were run between this instrument and an alternate dimension vista instrument and matched. A siemens headquarters support center (hsc) specialist reviewed the service reports and instrument data. The hsc specialist determined that the standard a volume became low due to the processing of multiple dilution checks. Replacement of the standard a solution resolved the low volume issue. The hsc specialist determined that the cause of the out of range qc and negative anion gap on one patient sample was a maintenance issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension vista 1500 instrument contacted the siemens customer care center (ccc). The operator had observed a negative anion gap on one patient sample. The operator did not report results for that patient. Quality controls (qc) were then run and sodium (na) qc was out of range for level 1 and level 3. The operator did not run other patient samples while qc was out of range. There are no reports of patient intervention or adverse health consequences due to the negative anion gap on one patient sample.